Event description:
Fluid-filled sac in a soft silicone pump section of the tubing of the pump had an occlusion causing the alarm to sound. The pump was removed and there was no harm to the patient; this device was saved for evaluation. Note: this is second event with "bubble" issue for this tubing; the other tubing was not saved or reported.